Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was found that tower door 2 had been repeatedly failing. A field service engineer (fse) cleaned the latch contacts on all doors and applied enhancer. The issue was resolved.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower, the tower door 2 was failed to open. Rebooted the station but failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay, since they managed to get medication from other station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower, the tower door 2 was failed to open. Rebooted the station but failed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay, since they managed to get medication from other station. There were no adverse events or injuries reported based on this event.